Manufacturer narrative:
The device was returned and an evaluation was completed. The purge sidearm filter section was returned attached to the bypass that had been put in place to troubleshoot the leak. Unfortunately, the blue pressure reservoir was not returned, and reproduction testing could not be completed due to the condition of the returned product. A visual inspection noted no signs of physical damage to the filter section of the device. A clinical review also observed that sodium bicarbonate had been used in the purge system during support. With the limited information. It was advised that the cause for the noted leak was a potential bond failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 65-year-old male patient suffering from cardiomyopathy was presented for impella 5.5 placement. During support, it was documented that a fluid leak was seen from the purge sidearm. A purge bypass was performed, and the purge pressure/purge flow stabilized. There was no patient harm and support with the implanted pump was maintained.